Event description:
Rptr is trying to warn all who will listen. Rptr realizes they may be talking to the wrong people, they are covering all bases. Rptr has been permanently disabled by the over use of a digital cell phone. They can prove this beyond doubt, by recreating the exact scenario that led them to their demise, and with witnesses and previous research as well as documentation. Rptr asks for help to find the right places to share this valuable info to help prevent another human from the same fate they ended with.